Manufacturer narrative:
All the buttons functional properly. However moisture damage was noted on the keypad traces during visual inspection. The device passed the unexpected restart alarm test. The device had displayable history crc check failed on the startup in the alarm history due to corrupted history files. The device had a cracked display window, cracked case near the display window corners, and cracked reservoir tube lip noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 156 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.